Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks due to atrial driven rhythm. Currently, this ICD remains in service and no additional adverse patient effects were reported.